Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy while the patient was jogging. Two untreated episodes were recorded shortly prior. The reason for the inappropriate shock was double detection due to a morphology change. Furthermore, the system position is suboptimal per the field, and a system revision has been recommended as repeated automatic setup only passed in alternate in sitting position. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy while the patient was jogging. Two untreated episodes were recorded shortly prior. The reason for the inappropriate shock was double detection due to a morphology change. Furthermore, the system position is suboptimal per the field, and a system revision has been recommended as repeated automatic setup only passed in alternate in sitting position. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates x-ray imaging was obtained and sent to technical services (ts) for further review. Screening was also performed, and data was sent to ts. Per ts, although there is potential for optimization of the system situation (distance between sternum probe, probe position, device position), they do not see any overall guarantee of a reduction in the risk of inadequate shock delivery by a revision. If a revision is nevertheless sought, ts continues to recommend extensive screening, ideally with a focus on the primary vector, in order to minimize the risk of oversensing of the myopotentials. Although a transvenous system would minimize these risk factors, ts sees an increased potential for damage to transvenous probes in this patient (young, very active in sports). The field has since been informed that the patient has declined a revision, and no changes have been made to this s-ICD system. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.